Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event involved a clave¿ neutral connector that was reported as faulty and unable to be cleaned effectively prior to administration/infusion. This was due to the middle part (bung) had popped in on itself, and dust and dirt was collecting inside the bung. The patient was receiving treatment for a central line infection at the time of the complaint/event. The bung was changed out/replaced when the defect was noted. Subsequent to the initial complaint report, the customer provided additional information confirming that the patient was being treated for a central line infection prior to the complaint event and that they are not alleging a central line bloodstream infection as a result of the complaint. The customer stated that there was no patient harm since device was changed out/replaced.

Manufacturer narrative:
Three samples of list #011-c3300, clave¿ neutral connector (one new and two used) were returned for evaluation. As received, the two used samples were returned with a silicone stuck down condition. No additional damage or anomaly was observed. No mating devices were returned. The used microclaves were disassembled and dry spike conditions were confirmed in both microclaves. No additional damage or anomalies were observed. The customer's complaint of silicone sleeve stuck down can be confirmed. The probable cause is typically due to an error during the lubrication manufacturing process. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 12jun2024.